Event description:
The device (part of #(B)(6) - ventricular catheter) was returned to the manufacturer for examination.

Manufacturer narrative:
Investigation: visual inspection revealed that there were cut and tear marks on both parts of the ventricular catheter. They tend to be rough and uneven. The aforementioned longitudinal tear is also visible in the area of the tear marks. Based on the visual inspection, cut and tear marks were found on both parts of the ventricular catheter. The aforementioned longitudinal tear is visible in the area of the tear marks. At the time of return, the product is not in the original condition when it was shipped. Therefore, we are unable to explain how this damage occurred. The visual check during assembly and the final quality checks allow us to rule out a defect before shipment. No further actions are required as a result of the complaint.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Limited information, no patient data available, product not yet at the manufacturer, suspected pre-operative complaint: when the ventricular catheter was cut with a cooper, a longitudinal crack was observed in the catheter. Another product was used.